Event description:
It was reported that during a diagnostic procedure in the left internal iliac artery artery with mild tortuosity, using a 6 french sheath, the ht command 18 guidewire (gw) was advanced without resistance. After the procedure, the wire was removed without issue; however, it was noted that the distal portion of the gw separated. The separated portion was left in the patient and kissing stents were placed in the iliac artery to embed the separated portion of the wire in the vessel. No adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Additionally, it was noted that the polymer was sporadically indented and the core, tip coils, and polymer coating showed some areas of material separation. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly torturous anatomy/other devices and/or inadvertent mishandling resulted in the noted sporadically indented polymer and ultimately resulted in the reported tip material separation/noted core, tip coils, polymer coating material separation. The treatment appears to be related to the operational context of the procedure as the separated portion was left in the patient and kissing stents were placed in the iliac artery to embed the separated portion of the wire in the vessel. There is no indication of a product quality issue with respect to manufacture, design or labeling.